Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery and random no delivery alarm and heard grinding noise as well as buttons not responding when first press and buttons stick down when press them, lost insulin pump settings or insulin pump locked up and become unresponsive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.